Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 6.0x150mm absolute pro self-expanding stent was used during the procedure and resistance was met with the anatomy during advancing but successfully reached the lesion. It was then when the thumbwheel stopped to turn after half of the stent implant had already partially deployed. The physician opened the handle of the device to manually continue stent deployment. The stent was successfully deployed at the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Event correction: correct size of the device is 6.0x100mm and not 6.0x150mm.

Event description:
Event correction: the correct size of the device is a 6.0x100mm absolute pro self-expanding stent. No additional information was provided.